Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc and on the same day developed synovitis. Patient had a personal history of osteoarthrosis of left knee. No relevant past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis in left knee. On the same day, patient developed synovitis and a synovial fluid culture was taken, discarding infectious nature of the event. It was reported that 24 hours after the administration of synvisc, an arthroscopic lavage was performed. Corrective treatment: arthroscopic lavage. Outcome: unknown. Seriousness criterion: hospitalization. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc and on the same day developed synovitis. Patient had a personal history of osteoarthrosis of left knee. No relevant past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis in left knee. On the same day, patient developed synovitis and a synovial fluid culture was taken, discarding infectious nature of the event. It was reported that 24 hours after the administration of synvisc, an arthroscopic lavage was performed. It was reported that the patient recovered after arthroscopy. No additional procedures were performed and no medication was required. The patient was currently fully recovered. Action taken: permanently discontinued. Corrective treatment: arthroscopic lavage. Outcome: recovered. Seriousness criterion: hospitalization. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. This report is final. Additional information was received on 19-oct-2016 from the physician. The event outcome was updated from unknown to recovered and event stop date was added. Action taken was updated from not applicable to permanently discontinued. Clinical course was updated and text was amended accordingly.